Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging with a displayed as ¿low¿; however, a specific value was not provided to 44 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to correction boluses the customer administered. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.